Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photos from the customer; therefore the investigation was limited. In addition, the lot number was unknown. The device history records and complaint history could not be reviewed as the lot number is unknown.

Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the gel and plasma appeared to be single liquid. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the gel and the plasma appeared to be a single liquid after centrifugation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the gel and plasma appeared to be single liquid. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the gel and the plasma appeared to be a single liquid after centrifugation.